Event description:
Recalled bipap auto sv alerted me to unsafe condition during the night. Red flashing light and siren with "do not operate device" message displayed. I unplugged device and checked the hose and found nothing wrong with it. Plugged machine back in and started operating it. Shortly the machine had red flashing light, siren and message "do not operate device". I stopped using it and called dr (B)(6) the next day. Because the machine is recalled, he ordered a basic bipap machine and to date I have not received the replacement. I have been without a machine since (B)(6) 2022. I have acute sleep apnea, asthma and have extreme difficulty sleeping without the machine. I registered my bipap auto sv machine on the philips recall website on (B)(6) 2021 received confirmation #(B)(4). The registration was acknowledge on october 17, 2021 with confirmation code (B)(4). When I learned of the recall, I talked to dr (B)(6) to see if I should continue to use my machine. He said it would be better for me to use it, than to go without using it. Which I did until (B)(6) 2022. I have called philips (B)(6) for information on my recalled machine: most recently (B)(6) 2022 talked to (B)(6) when my machine failed and could not be operated. I told her that I have acute sleep apnea - she said she would expedite my replacement. On (B)(6) 2022 (B)(6) said my replacement has been expedited. On (B)(6) 2022 (B)(4) filled out another quality form. On (B)(6) 2022 (B)(6) said philips will call me re: quality form. My replacement is in process. I will receive machine in 1 month or less. She told me to call next week for tracking number. On (B)(6) 2022 (B)(6) said replacement in process and they will send by fedex, confirmed my address, phone and email. No tracking was available, call in 3 days. On (B)(6) 2022 (B)(6) told me there was no information on my replacement on the website. She claimed once something is posted the previous info is removed. On (B)(6) 2022 (B)(6) there was no new info on the website. I asked to speak to a supervisor and talked to (B)(6) a supervisor. I explained what I was told. She said they should not have told me this. She admitted they were lying. She kept apologizing. Please help me get my replacement machine. I need it to breath and sleep at night. FDA safety report ID # (B)(4).